Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s pharmacist) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioflex meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The pharmacist indicated that the patient had been getting higher results than usual for the previous 4 months. He reported that on an unknown date and time, the patient obtained an alleged inaccurately high blood glucose result of 154 mg/dl on the subject meter compared to 115 mg/dl on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results may exceed lfs¿ accuracy criteria. The patient manages his diabetes with metformin oral medication. The reporter did not know whether the patient made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He reported that about 5 days prior to contacting lfs, the patient developed a ¿headache¿. The pharmacist denied that the patient received any treatment for his symptom above and beyond the usual routine of diabetes care and management. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The reporter confirmed that the patient had used an approved sample site to obtain the blood samples and had followed the correct testing steps. A replacement meter and control solution were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury or adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the difference between the reported results exceeds lfs¿ accuracy criteria.